Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with the pulse generator. During the post implant device interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. Further examination revealed that the right ventricular lead was exhibiting electromyogram of the atrium and it was suspected that the lead had dislodged. Fluoroscopy was performed and confirmed that the right ventricular lead was pulled back into the right atrium. The lead was repositioned successfully without further incident. The patient was discharged later that same day.